Event description:
Caller tested 6.5 inr on the coaguchek xs system while a comparison lab returned as 4.4 inr. No treatment required. No adverse event reported. Requested return of suspect strips, however, the suspect product has been used up and will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.